Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace was defective. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument broke outside of the patient. There was no report of fragment falling into the patient and post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument has been returned and evaluated by the failure analysis team. The instrument was found to have the curved blade broken at the tip of the blade. A piece approximately 0.519" x 0.064" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.